Event description:
Pt reported that device has always used more insulin to prime than back-up device, and this device has always had to be programmed with a larger basal delivery than the back-up device. Pt also alleged that this device is not delivering insulin, and they are experiencing high blood glucose (in the 500's [mg/dl]). Pt self-treated high blood glucose by bolusing.